Event description:
During endovascular procedure, uf flush catheter tip broke off inside pt which was retrieved with a snare. Diagnosis or reason for use: venous stasis ulcers of both lower extremities. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use, stopped or dose reduced: yes.